Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cpu and power supply were replaced, and the unit was returned to service. The cpu board was returned to the manufacturing site for investigation. Examination of the board showed that the power rail to the 5 volt alarm buzzer failed. Further analysis concludes the cpu board was most likely damaged by the abnormally high ac/dc power supply output voltage levels during hospital generator testing. An exact root cause cannot be determined because the power supply was not returned for investigation.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s, and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit's power supply was damaged following generator testing. There was no report of patient involvement.